Event description:
Caller alleging receiving discrepant inratio value. On (B)(6) 2014, inratio 1.9 and lab 4.0. Time between testing five minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, testing was performed on retain inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected during in-house investigation and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.